Manufacturer narrative:
The report blood loss has been attributed to access flow issues caused by access needle infiltration. There is no evidence of a device malfunction. The user's guide was reviewed and provides adequate instructions for rinseback. The user's guide states that risk of blood clotting in the cartirdge and filter increases when blood flow stops. Nxstage reviewed the reported blood loss with the pt's facility. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the pt's access needle infiltrated. The blood in the cartridge circuit clotted during the time that the caregiver was troubleshooting the access needle infiltration. The resulted in an estimated 50cc blood loss. No medical intervention was required.